Event description:
Nt821730c - drain leaking at the stopcock.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.40 - leakage of csf from the stopcock. Effect (harm): over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 002 ref to natus complaint# (B)(4). Sep 23, 2025, complaint# (B)(4) was reopened as the affected device was returned for evalualtion. The following sections and information were reviewed and updated: sections d9, h2, h3 and h6. Risk review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks - broken, cracked/fractured luer fitting". The risk level is considered moderate. Based on complaint of "stopcock leaking csf" this determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged patient line, system, and drip chamber stopcock. The patient line stopcock broke at the female luer and went up to the wall. The system stopcock broke at the female luer, the damage indicates that a tool was used. The drip chamber stopcock was broken at the wall. The breakage of the components indicates that the user applied excessive torque when operating the stopcock. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821730c - drain leaking at the stopcock.

Event description:
Nt821730c - drain leaking at the stopcock.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). No lot number information provided by the customer. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821730c units sold within the past two years. Failure rate = (B)(4) risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.40 leakage of csf from the stopcock." The risk level is considered moderate. Based on complaint of "stopcock leaking csf" this determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.